Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer incurred an error at power up. The error did not clear upon reboot. The programmer will be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary (B)(4): the programmer was returned and analysis confirmed the customer comment that it powered up to an error message. (B)(4).

Event description:
It was reported that the programmer incurred an error at power up. The error did not clear upon reboot. The programmer will be returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer incurred an error at power up. The error did not clear upon reboot. The programmer will be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Further review prompted a change in the device analysis results.